Manufacturer narrative:
The damage found was sustained during the surgical procedure. The reported events of inadequate capture and sensing were due to the damage sustained during surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a single chamber pacemaker implantation procedure, the right ventricular lead exhibited sensing and capture issues. The issue persisted even after changing patient system analyzer cable and after repositioning the lead in different sites in the right ventricle. The physician elected to replace the lead. Patient was stable.